Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the syringe broke from the syringe adapter set during two fentanyl syringe infusions via a pump module the pump module continued to infuse without alarming for air-in-line after the break occurred. This file is for one event.